Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device and battery depletion alert. Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. The battery was found to be at 40% now down to 14% and replacement was advised. Device remains in-service. No additional adverse patient effects have been reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device and battery depletion alert. Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Red alert for fault code bd. The battery was found to be at 40% now down to 14% and replacement was advised. This subcutaneous implantable cardioverter defibrillator (s-ICD) was subsequently explanted and replaced. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this device and battery depletion (bd) alert. Boston scientific technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. Red alert for fault code bd. The battery was found to be at 40% now down to 14% and replacement was advised. This subcutaneous implantable cardioverter defibrillator (s-ICD) was subsequently explanted and replaced. No additional adverse patient effects have been reported. This product has not been returned to boston scientific. As a result, analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause. The device has been returned and analyzed.